Event description:
It was reported by a getinge field service engineer (fse) that upon arrival to the facility, for a different scheduled repair service, the customer informed that there was a cardiosave intra-aortic balloon pump (iabp) with a broken fiber optic connector. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate an schedule reported issue and while on site it was informed of an issue with a different iabp. After inspecting the unit and since the fse had the part in his inventory. The issue was fixed.. The fse replace the connector assemble for the fiber optic. Once replaced, the fse reported that completed diagnostic, performance and safety tests were performed. Unit has passed all tests. The iab was returned to the customer and cleared for clinical use.

Event description:
It was reported by a getinge field service engineer (fse) that upon arrival to the facility, for a different scheduled repair service, the customer informed that there was a cardiosave intra-aortic balloon pump (iabp) with a broken fiber optic connector. There was no patient involvement, and no adverse event reported.